Manufacturer narrative:
No sample has been returned for evaluation for the report of choroidal diffusion; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of system failure. Factors which might impact this event include patient preoperative condition, surgical complications associated with device implantation, and postoperative medication use by the patient. Possible root cause is that choroidal effusion and anterior chamber shallowing resulting in transient forward intraocular lens (iol) movement of the iol is an established risk associated with device implantation, which is clearly described in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A surgeon reported that following microstent implant surgery, the patient presented with choroidal diffusion under the microstent, one week postoperatively. The patient also has 2 1/2 diopter of cylinder. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).